Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users were unable to log in to the station due to a fatal error has occurred message. A technical support specialist (tss) logged into the station and applied knowledge article medes 1.7.x 1.8 station db reaches 10gb limit during / after full sync. Following this, the field service engineer (fse) reimaged the device, after which the station functionality was restored and the issue was resolved. The system functioned as intended after technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to log in to the station and an error message stating fatal error has occurred was displayed. The customer attempted troubleshooting by rebooting the station; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.